Event description:
Approx two hours post procedure the pt complained of chest pain. An angiogram was performed revealing a thrombus in the previously treated (rca) right coronary artery. The lesion was de novo, 14mm in length and eccentric. Intra-procedure medications included reopro and plavix. The physician felt that they might have missed a proximal edge dissection. The vessel was pre-dilated, the clot was removed and a 3.5 x 13mm stent was deployed in the lesion. Pre-procedure stenosis was noted at 100% and post procedure was 0%. The pt was discharged two days later in stable condition.